Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "discomfort in the projection of the left breast/ implant rupture on the left, diagnosed via ultrasound, and intraoperatively". Device has been explanted.

Event description:
Healthcare professional reported, "discomfort in the projection of the left breast. Implant rupture on the left. Diagnosed via ultrasound and intraoperatively". Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is a medical event. That is not related to the device. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.